Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va16pl4, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that during a replacement when testing impedance on the new device and new lead intraoperatively, impedance was over 4000 ohms on 0 and 1, 0 and 2, and 0 and 3. All other electrode combinations, including 0 and case, were in range. The doctor cleaned off the lead, placed it in the device again, confirmed that the blue was showing at the tip and between all electrodes, and tightened the set screw. The doctor performed this twice and they received the same out of range impedance readings on the same electrodes each time. The new lead had not been damaged and was plugged properly into the implantable neurostimulator (ins) with the set screw tightened with multiple clicks of the torque wrench. The patient had been sedated for quite some time and was (B)(6) and it was decided that it was best to close and program on other electrode combinations. In recovery, the patient did feel the stimulation on the electrode combinations that had impedance in range. She left with the stimulator operational and without injury. [Lack of therapy, replacement issue captured in (B)(4)].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.